Manufacturer narrative:
During investigation, the autopulse platform (sn (B)(6)) failed the load cell characterization check. The root cause was due to a failure of single point load cell #1. The platform also displayed fault 16 (timeout moving to take-up position), due to a failure of the drivetrain. The autopulse platform passed the initial functional testing. It was noticed that the output values of single point load cell #1 were significantly higher compared to those of single point load cell #2 during the archive download process. The load cell characterization test was performed and the result indicated that load cell 1 output values were over-reported. Single point load cell #1 was replaced to remedy the issue. During the service evaluation run_in test using the large resuscitation test fixture (lrtf), the platform repeatedly failed during take-up and displayed fault 16 (timeout moving to take-up position). The drivetrain was replaced to remedy the issue. Subsequently, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
During investigation and servicing, the autopulse platform (sn (B)(6)) failed the load cell characterization check and displayed fault 16 (timeout moving to take-up position). No patient involvement.